Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation, and leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The instructions for use that accompany the device instruct that when performing the patency check: a. Place the inlet connector of the valve into sterile isotonic saline. B. Depress the valve dome. C. Place a finger over the opening at the end of the outlet connector. D. Release the depressed dome. If fluid enters the reservoir, the inlet connector and flow control membrane valve are patent. E. Remove finger from the outlet connector opening. F. Depress dome. If fluid flows out of the outlet connector, the valve is patent. Note: it may be necessary to depress the valve dome more than once to initiate flow, especially if the ventricular catheter has been attached prior to patency testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the device was found to be blocked during pre-use testing. Reportedly, there was no injury to the patient.